Event description:
It was reported that the procedure was cancelled post sedation. A radiofrequency generator was selected for use. In the middle of the procedure, energization was not possible and the console froze. Therefore, the procedure could not be completed. No patient complications were reported.

Manufacturer narrative:
Serial number was reported as (B)(4), but it could not be found in our system; additional information has been requested but not yet received.